Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After 2passes, during 3rd puncture unable to puncture through. The needle was removed from the scope to investigate and found needle tip was broken. Patient sent to do CT scan, no needle was seen in patient body. 1. Was gaining access to the target site difficult? No 2. Was puncture of the targeted site difficult? No 3. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? No 4. Was force required on insertion of device into scope? No 5. Was resistance felt while inserting the device through the scope? No 6. What is the scope manufacturer and model number that was used? Fujifilm model eb-530us 7. Was the scope recently service/repaired? No 8. Was the endoscope in a flexed or twisted position at any time during the procedure? Scope was kept in neutral position during insertion of needle and locked using adaptor. Then sheath was pushed out of working channel before finding the target lymph node at right paratracheal position 9. Was the device used in a tortuous position? No 10. Was the stylet partially removed when advancing the needle into the target site? No 11. Are images of the device or procedure available? Yes 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? After needle was removed from scope 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) (if yes, please specify what additional defect(s) were observed and where on the device this was observed) no 14. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 15. Was difficulty experienced while retracting the needle? No 16. Was it possible to be fully retract before removing the needle from the patient? No 17. How many samples were obtained (passes completed) with this needle? 1 18. Did any section of the device detach inside the patient? Not visualized 19. If not with the device in question, how was the procedure performed and/or finished? Procedure abandoned after notice tip of both needle was broken 20. Did the patient require any additional procedures as a result of this event? Yes, hrct thorax performed tro foreign body ¿ not visualized on CT 21. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Eus endoscopy by gastroenterologist done (not on the same day) 22. Please provide the tracking information for the returned device. Awb: (B)(4).

Manufacturer narrative:
This file is related to (B)(4) "a kink was observed at the distal end of the needle during laboratory evaluation." Device evaluation: two echo-hd-22-ebus-o-c devices of lot c2333526 were returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on 24th feb 2026 . . (B)(4) visual inspection: distal end of needle examined and kink observed at 1cm from tip of needle. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract with slight difficulty.. Stylet removed from device without issue. Stylet re-inserted into device with slight difficulty due to the kink at distal end of needle. (B)(4) visual inspection: device returned without stylet. Distal end of needle examined and observed to be broken, section of needle broken not returned. . Needle handle advanced at position 5, approx. 0.5cm of distal end of needle is missing. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract with slight difficulty. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for use, ifu0109 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". "This device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use, as per additional information provided fujifilm model eb-530us scope was used, however the use error identified was not definitive contributing factor to the issue reported. Image review: an image was not returned for evaluation. Root cause analysis: the definitive root cause could not be determined from the investigation. The distal needle breakage may have been caused by puncturing a hard lesion or cartilage during the procedure, or by damage to the needle tip during insertion or advancement through the scope, which may have weakened the needle and led to breakage. Although the target site was reported as not being difficult to access, it is possible that the actual lesion was hard, contributing to breakage of the distal end of the needle during the puncture attempt. Another possible cause is damage to the needle during insertion into the scope, resulting in weakening and subsequent breakage after the puncture attempt. It is also possible that the needle contacted or passed through hard cartilage, leading to breakage of the distal end after the puncture attempt. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, after 2vpasses, during 3rd puncture unable to puncture through. The needle was removed from the scope to investigate and found needle tip was broken. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, no adverse effects on patient have been reported. Patient sent to do CT scan, no needle was seen in patient body investigation findings conclude that a definitive root cause could not be determined. The distal needle breakage may have been caused by puncturing a hard lesion or cartilage during the procedure, or by damage to the needle tip during insertion or advancement through the scope, which may have weakened the needle and led to breakage. Although the target site was reported as not being difficult to access, it is possible that the actual lesion was hard, contributing to breakage of the distal end of the needle during the puncture attempt. Another possible cause is damage to the needle during insertion into the scope, resulting in weakening and subsequent breakage after the puncture attempt. It is also possible that the needle contacted or passed through hard cartilage, leading to breakage of the distal end after the puncture attempt. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-mar-2026.